Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue was most likely that the pump was in an improper position, as device repositioning resolved the issue, based on clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
D4: corrected the UDI.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a male patient presenting in heart failure/cardiogenic shock and cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon transfer to the intensive care unit (ICU) from an outside hospital, there was suspected hemolysis. The patient arrived with hematuria. An echocardiogram showed the pigtail in the papillary structure. The impella was pulled back to 4cm and volume was given. The initial plasma free hemoglobin was >200. The second decreased down to 40 and the urine cleared. Two days later, the family withdrew care, and the patient expired on support. The impella functioned at p-6 at 2.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with heart failure/cardiogenic shock, along with the complications of stage e shock.